Event description:
This male pt was presented to the interventional lab for an embolization procedure of a lesion located in the cavernous sinus. There was no calcification and the vessel was not tortuous. After accessing the lesion with a rapid transit microcatheter (mc), the physician packed the lesion with six coils. When the physician attempted to place a seventh coil (635f00310, lot 13057527), he felt a large resistance at the distal tip of the mc. Subsequently, the coil became stuck at the distal tip. The physician noticed that the sixth coil that was previously deployed was not properly placed, and the tip of the coil was protruding out of the lesion, causing the resistance. The info states that the physician was not sure if the markerbands were aligned correctly before deployment. When he attempted to withdraw the mc, the coil was stretched and pulled out of the mc and into the internal jugular vein and eventually migrated to the superior vena cava. The info states that because the pt's condition was not good, retrieval of the coil was not an option. At that point, the procedure was aborted. There is no info as to what treatment was given post-procedure. The product will not be returned for evaluation and testing. This is the second of two products being reported with this event, which is associated with mfg. Report# 1058196-2006-00037.